Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high. Cause was not known. A correction injection of insulin via mdi was administered to address high bg. Customer continued to use pump for insulin therapy.